Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated a lead warning alert. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper and lower ranges.

Event description:
It was reported that the patient experienced dizziness, lightheadedness, and was bradycardic. It was noted that the right ventricular (rv) lead exhibited low impedance, high thresholds, and undersensing. The physician attempted to reprogram to unipolar, but the patient experienced significant pocket stimulation. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.